Manufacturer narrative:
The probes have not yet been returned for evaluation. Neuwave is actively attempting to obtain the probes from the customer. System logs were reviewed and they confirmed the events reported by the user. A review of the probe lot history records indicate that both probes passed all mfg specifications and no anomalies were noted. A follow-up report will be submitted if the probes are returned and an investigation can be completed.

Event description:
The physician was using two certuspr probes to ablate a renal lesion in a patient of unknown age and gender. The probes were very close together such that they were "pretty much on top of one another after the tissue contracted". The physician started ablating with both probes and the temps were "fairly high (>160 c on at least one of them)". One probe gave an error within approximately 2 minutes of starting the ablation. The other probe generated an error after 4.5 min. Both probes gave "temp too high" errors. Multiple attempts were made to retest the probes and continue the procedure. System was rebooted but errors persisted. Both probes were eventually removed. The tips of both probes were retained in the lesion. Physician reported that no excessive force was used on the probes. Probes will be returned to the manufacturer. The case was completed with another pr probe without further incident.